Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited a position check failure and became dislodged. It was further reported the electrocardiogram looked "funny". The ra lead was revised and remains in use. During the revision procedure the ra lead exhibited noise/ artifact. No patient complications have been reported as a result of this event.